Manufacturer narrative:
Clarification to h6 adverse event problem: upon review by abbvie medical safety, e2402 appropriate term/code not available is being used to capture the report of unspecified "wound problems". A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "seroma-late" and "other-medical" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "seroma (20-50 cc)"; "wound problems".

Event description:
Healthcare professional reported "seroma". Later, healthcare professional reported "seroma" and "wound problems" via the national breast implant registry (nbir). This record is for the left side. Device was explanted and replaced.